Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported to cook that the trocar needle within a quick-core coaxial biopsy needle set could not be separated. This incident was reported by nanjing changde med. Supp. Co., in china. No adverse effects were reported. A review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device, were conducted during the investigation. The complainant did not return the complaint device to cook. Therefore, no visual inspection was performed. However, a document-based investigation evaluation was performed. Although inspection steps are in place related to this failure mode, a project was opened to further investigate/address this issue.the risks of this device are acceptable when weighed against the benefits. The instructions for use (IFU) was reviewed for relevant information related to the reported failure mode. The relevant information states: intended use: ¿quick-core biopsy needles are intended for soft tissue biopsy. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for soft tissue biopsy should be employed.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the device history record (DHR) was reviewed. The final lot and subassembly lots were reviewed. On relevant non-conformance; "fittings, wont separate." However, the devices were confirmed to be conforming. A complaints database search was completed for the lot. No additional complaints were found. At this time, cook concluded that no nonconforming product from this lot exists in house or in the field. It is possible that the device was screwed too tightly during quality control, but this potential cause of failure cannot be confirmed. Another unknown factor may be contributing to the dtn becoming unable to be unscrewed. Based on the information provided, no returned product, and results of the investigation, a definitive cause could not be established. A project was opened to further investigate this issue. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was checked prior to use. The operator reported the coaxial needle assembly (dtn) was difficult to unscrew and could not be separated. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.